Manufacturer narrative:
One device was received. A review of the event history log found "motor service due." A visual inspection found that the downstream occlusion (dso) seal was delaminated and the upstream occlusion (uso) seal was buckling. The customer reported complaint was confirmed during functional testing. The dso and uso seals were replaced. Unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the motor service was due. The event happened before infusion. No patient involvement was reported.